Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) was implanted approximately three weeks after the use before date for the icm. The icm remains in use. No patient complications have been reported as a result of this event.